Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. There were no complaint samples available for assessment. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in process inspection method optimised for carrier peeling. The delamination will also be raised with the raw material supplier. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
When the carrier#4 was removed, the film dressing got peeled off from the skin due to the poor adhesive on the film or strong adhesion between the film and the carrier#4. Most of products in the carton were affected. No patient harm. No information about delay. Backup dressings were available. The sample will not be returned.